Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited inappropriate mode switches due to inappropriate programming. No intervention or patient symptoms were reported.